Manufacturer narrative:
The 5024m-58 lead implant date: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead, which exhibited noise, which is in unipolar mode due to a polarity switch. It was also reported that the implantable pulse generator (ipg) exhibited pacing higher than the lower pacing rate. The lead remains in use. The device remains in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.